Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer states other blood glucose level was 368 mg/dl. The customer was treated with insulin pump bolus. The customer experienced the pain and vomiting like symptoms during their high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report customer does not allege insulin pump was under delivering. The customer performed the self test . Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer to follow their medically prescribed back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.